Event description:
Customer called to report high blood glucose levels. Customer's blood glucose reading was 594 mg/dl. Customer's symptoms included nausea, vomiting, and ketones. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with an a47 error alarm due to corrupted history file. Unable to download history file using care link pro due to a47error alarm found in alarm history screen. The insulin pump passed displacement, rewind, basic occlusion, occlusion, pime/a33 and no delivery tests. The insulin pump was programmed with multiple boluses and basal rates and monitored, the boluses and basal were delivered and recorded properly in bolus history screen and basal review screen. No cosmetic damage noted.